Manufacturer narrative:
The tjf-q190v scope (subject device) and the maj-2315 (single-use distal cover) were not returned to olympus for evaluation. A review of the device history records found no deviations that could have caused or contributed to the reported issue. The devices met all specifications at the time of shipment. The legal manufacturer attempted to replicate the reported failure using a representative distal cover (lot h0729) and scope and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the legal manufacturer's investigation, the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. The concerned distal cover may have received stress in the direction to detach by friction stress from being twisted, pushed/pulled in the body cavity or by contact with the mouthpiece. This may have caused the suggested event. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
An olympus territory manager reported on behalf of the customer, the maj-2315 (single-use distal cover) fell off at the end of the procedure, into the patient's mouth, during withdrawal of the duodenovideoscope (subject device). The customer informed the olympus employee that the single-use distal cover was inspected prior to use and there were no issues identified. The distal cover was properly installed and securely attached to the scope. The common bile duct cannulation procedure lasted 31 minutes. The procedure also included a balloon sweep, cholangiogram, cytology brushing, and placement of a 7 french/7 centimeter double-pigtail biliary stent. The distal cap was present for the entire procedure, and the procedure was successfully completed. The missing cap was discovered before cleaning of the device. After the procedure, the doctor returned to the room to look for the cap by means of a gastroscope; however, the scope was not used because the cap was found in the patient's mouth. The cap was removed with a finger sweep. The cap was intact without any tears. No patient harm or injury was reported. There were no other devices replaced or involved in the event. There was a delay associated with the patient leaving the procedure room due to the time taken to find the missing distal cap. The user facility staff thinks the cap had fallen off during the endoscope withdrawal after the completion of the procedure, having been caught on the bite block, considering that it was found directly in the patient's mouth. This is related to complaint number (B)(4), which was reported under MDR number 8010047-2021-09676.